Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome and spinal pain. The patient reported that they believe their implantable neurostimulator (ins) has moved. They indicated that they have fallen several times, and now it seems like to take ¿forever¿ to find an excellent connection to charge the ins. They noted that the issue occurred about 1-1.5 months ago or more. The patient stated that their falls were not related to their device but are related to their knee replacements. They confirmed that the knee replacements were done prior to being implanted. The patient mentioned that they called their healthcare provider but was told that the ins cannot move. They also noted that they had a reprogramming session done on (B)(6) to optimize therapy. The patient was re-directed to follow up with their healthcare provider to have the implant checked. No further complications or patient symptoms were reported or anticipated.

Event description:
Additional information was received from the patient. It was reported that they had the device reprogrammed recently, but it seemed to not be working. The device seemed to have moved from where it was. The patient also reported difficulty charging, as it would take forever to charge. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is getting their ins explanted on (B)(6) 2019. The patient stated the ins/therapy worked for about six months and then it quit working. The patient stated she had a fall and since then, it has gotten worse. The patient also mentioned that she has been reprogrammed in the past, but declined to have any further programming done. No further complications were reported. No additional patient symptoms were reported